Event description:
Reporter alleged blood glucose measured lo, 12, and 117 mg/dl, when testing was performed within 10 minutes of each other. It was stated customer took 32 units of normal insulin as a result. No other actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.